Event description:
The customer reported via phone call that she was trying to deliver a bolus and noticed the up and down arrow buttons are not responding and the insulin pump alarmed button error. Blood glucose value was 80 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. Device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.